Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the load fill tubing process took over 20 units of insulin to fill when it normally uses less units of insulin. There was no reported adverse impact to the customer's blood glucose level. As the issue had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the issue.